Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Bini, s. A., chen, y., khatod, m., & paxton, e. W. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision? The bone & joint journal, 95-b(3), 367¿370. Https://doi.org/10.1302/0301-620x.95b3.27585.

Event description:
It was reported in a journal article that four patients within the non pre-coating group were revised for instability. The purpose of the study was to determine the early aseptic revision rates of two tibial components with identical geometry and instrumentation but differ in one being pre-coated and the other not. Attempts to obtain additional information have been made; however, no more information is available at this time.